Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was in the 270's mg/dl. Customer resumed insulin therapy on the pump and has manual insulin injections if needed.